Event description:
The customer reported the unit was creating artifact through the paddles.

Manufacturer narrative:
The unit was evaluated at philips. The reported symptom was caused by the power board. The power pca was replaced to resolve the issue.